Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than the health care professional thought it would. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.